Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.